Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found the fault traced to video receiver circuit board. A new video receiver circuit board was fitted. The fse performed full electrical safety tests and function checks. The device passed. The unit is ready for clinical use.

Event description:
N/a.

Event description:
It was reported that during pre-use check, the cs300 intra-aortic balloon pump (iabp) unit's display was not working. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1, g3, g6, h2, h3, h10.

Event description:
N/a.